Event description:
It was reported the patient was unable to establish communication with the ipg following hip replacement surgery. The ipg was not placed in surgery mode. Additional evaluation is planned at this time.

Event description:
Follow-up identified the patient underwent surgical intervention on (B)(6) 2018 to explant and replace the ipg. Stimulation was restored following the procedure.